Event description:
Following btm implantation, the patient was discharged to their nursing home with a request that the on-site nurses check the btm at 1 week. The patient returned to clinic 3 weeks later and the whole piece of btm was missing. The assumption is that the nurses removed the btm, thinking it was a dressing.